Manufacturer narrative:
As a resolution, replacement parts were ordered and installed by the field service engineer. The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to the failed fluorescent lamp.

Manufacturer narrative:
(B)(4). A vyaire field service engineer (fse) has been dispatched to perform an onsite evaluation. Upon completion of a final evaluation, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the screen went black and there was no video. The customer reported there is no patient involvement associated with the event.